Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 6000 c (501) module. The initial result was 0.44 mg/dl. The repeat result was 1.33 mg/dl. It is not known if any erroneous results were reported outside of the laboratory. It is not clear which result was believed to be correct. There was no allegation that an adverse event occurred. The crej2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The crej2 reagent lot number was 330109. The sample probe was misadjusted. The water dispensing at the wash station was misadjusted. Corrective maintenance was performed. There were no problems with other assays. The investigation determined the root cause of the event was related to instrument maintenance issues.